Event description:
It was reported that the implants at positions #12 #14 #22 #24 lost integration and were removed. Loss of integration.

Event description:
It was reported that the implants at positions #12 #14 #22 #24 lost integration and were removed. Loss of integration.